Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the pt. The pads used on the pt have been discarded. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.